Event description:
Resident's blood sugar was checked by glucometer at 0730 and results were 397. Resident had a lab drawn prior to glucometer check at 0645, facility staff notified of results at 1430 - results 954. Resident sent to hospital. On (B) (6) 2010, dns spoke with resident's physician. Physician stated, resident was doing fine, blood sugar is no issue at this time. Due to no serious outcome to pt from this event, voluntarily reporting to FDA.